Event description:
An optometrist reported that a 31-year-old female pt, who had been using complete comfort plus multipurpose solution to care for her contact lenses, experienced a bacterial corneal ulcer. (Pseudomonas aeruginosa) and hypopyon. The consumer was wearing 1-month disposable lenses. At the end of may of beginning of june, she replaced her lenses with new ones. On june 24, the consumer experienced a foreign body sensation and immediately removed her contact lenses. The left eye began to swell, and after about 4 hours she could no longer open her eye. The next morning, she sought advice from her eye dr, and a bacterial infection was diagnosed. Unk eyedrops and ointment were prescribed, but were not successful in treating the infection. On june 27 the pt was hospitalized because of hypopyon. The visual acuity of the left eye was zero. The hosp examined the complete solution remaining in the lens case and found a high contamination with pseudomonas aeruginosa. Intensive therapy with floxal and tobramaxin showed a slight recovery. On july 9, a bacterial culture was negative, so ultracortenol gl was added to the treatment regimen to reduce scar formation on the corneal stroma. The sponsor notes that microbiological testing has shown that complete multipurpose solution is effective against pseudomonas aeruginosa when used as directed in the product label. The last finding of the attended eye dr attests a corneal scar in the left eye. This scar caused a visual disturbance (visus = 0,5). At the moment a final statement about a possible permanent injury cannot be made. Corrective treatment: tobramaxin eyedrops 3 times per day and ointment during night until july 18. Isopto-dex eyedrops 3 times per day for 2 weeks, then as needed. Hyalart eyedrops 3 times per day for 1 week. Corneregel 5-7 times/day as permanent therapy.